Event description:
During a follow-up in-clinic, episodes of myopotential oversensing were observed on the device. Technical support was contacted and recommended reprogramming to resolve the event. Provocative testing was performed and the noise was not reproduced. Reprogramming has been performed to resolve the event. The patient was stable.